Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the devices were interrogated and the battery bar was gray with pre-implant indication. The devices were not used. No patient complications have been reported as a result of this event.